Event description:
Customer reported a check valve failure. A nurse started a secondary potassium chloride (kcl) infusion to run over 2 hours at 0700 on (B)(6) 2012. The nurse noticed the kcl bag was almost empty at 0720 on (B)(6) 2012 and that the fluid was flowing into the primary bag. Biomed was able to duplicate the check valve failure on the IV set. There was no patient harm or medical intervention required. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow-up report will be submitted with failure investigation results should the device be received for evaluation.